Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot number h12e29053 and h12j11037. No exceptions were observed that were related to the reported condition.

Event description:
This is a report of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). The patient experienced peritonitis and was hospitalized for the event. Treatment was not reported. The cause of the peritonitis was unknown. However, the patient stated that the peritonitis was not due to a break in aseptic technique. The patient further stated that there was a possible perforation of their intestine. Dianeal therapies were ongoing. The patient was discharged from the hospital and is recovering from this peritonitis event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. No device malfunction or use error was identified.